Event description:
A posterior capsular tear was observed prior to any lens implantation. The surgeon decided to implant an aq2003v 3 piece silicone lens, diopter -12.5. A tear on the lens was observed as it was coming out of the cartridge, subsequently creating a tear in the anterior capsule with possible iris damage during implantation. The lens was removed and the surgeon had to enlarge the incision to implant another lens. This is when the surgeon noted hyphema. The surgeon ended the case without implanting any lens and closed the wound with a suture. Patient was referred to a retinal specialist who than performed a vitrectomy. The surgeon stated that the injector had been over sterilized and was warped causing the lens to tear. The anterior capsular tear was then caused by the torn iol. The cartridge model that was used was a st-45s. The facility was unable to provide the cartridge lot number. This was the second lens of two for the same pt, please reference MDR # 2023826-2005-00678.